Event description:
Catheter got torn in vessel. Description from cc form: "portcatheter ruptured in vessel." The explant date was last wednesday ((B)(6) 2013); the implant date was (B)(6) 2012. The catheter didn't migrate far away from the chamber, it stops in the brachial vein. The product was retrieved with a catheter and a snare. A section of the device did not remain inside the pt's body. Yes, the pt did require additional procedures due to this occurrence - explant of the product. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). One length of catheter (47.5cm) was returned along with a vital port and catheter lock. An additional 5mm length of catheter remained attached to the vital port's outlet tube. The catheter was dimensionally characterized and found to be within tolerance. A visual inspection showed no signs of burnishing or wear. The tear on the catheter is jagged, with rough edges along the walls of the catheter. A nick is located on the catheter portion that remains attached to the outlet tube. During decontamination, it was noted that the catheter was occluded. The catheter breakage is quite sharp with no visible burnishing, indicating it was the result of a sudden application of tensile force. The lack of burnishing indicates that this complaint is not due to deterioration over time cause by brachial fascia. It is possible that the catheter was punctured upon implantation, but that cannot be conclusively determined from the device returned.